Event description:
The medical administration record and reconciliation record randomly omits doses of disease critical medications, increasing the likelihood of mistakes and other errors in dosing and administration of disease critical medications. It places pts at risk for either under dosing or overdosing of these disease.